Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800341 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the clip breaks when loading.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file anp1900074542 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws. The indicator clip was in the next position of the channel. The indicator clip was fired indicating that no other clips were remaining in the channel. The sample was disassembled to inspect the internal components. The proximal end of the feeder was found bent. The sample was received with 1 clip remaining indicating that 14 clips were fired by the end user. The clip mis-load and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900074542 for investigation photos. The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clips broke during loading" was not confirmed based upon the sample received. One sample was returned with 1 clip remaining indicating that 14 clips were fired by the end user. However, a defect was confirmed. Upon functional inspection, the lone remaining clip was unable to load properly. The sample was disassembled and the ratchet ears were found broken. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The clip stacking can cause the clips to break in the channel. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that during laparoscopic op, customer tried to pre-test but the clip breaks when loading.